Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿, ¿check therapy pad¿ messages) was confirmed due to broken wires on the trunk cable, causing pin 9 and 10 to read open. The belt did not pass falloff or detect and treat testing. The root cause for the broken wires on the trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust/check belt" messages.